Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that prior to incision, connection to the magnetic resonance imaging (MRI) scanner and visualase data transfer (vdt) functionality were tested and confirmed to be working normally, with scans visible on the MRI system. After surgery began and the patient was moved into the scanner, initial system operation appeared normal. However, during a test temperature map (tmap), the connection was slow to establish, briefly connected, and then repeatedly disconnected while attempting to download scans. This occurred prior to laser use during procedural preparation. Further troubleshooting indicated that although morning testing had been successful, the secure file transfer protocol (sftp) connection to the MRI scanner could no longer be established once the patient was in the scanner. An initial ping test also failed. Hospital technical staff and it were contacted to investigate. As part of troubleshooting, the system¿s ip settings were verified and the connection was temporarily changed from the hospital it network to a direct connection with the scanner, with corresponding ip configuration changes. The ping test was then successful; however, the sftp connection still could not be established. The MRI scanner was subsequently rebooted and additional testing with the direct connection was performe d, but the sftp connection continued to fail. It was later identified that new network monitoring software installed two days earlier was blocking large data transfers, preventing the system from downloading MRI scans. Attempts to maintain a direct connection to the scanner computer were limited due to equipment location and cable constraints. After reconnecting the system to the hospital it network following the scanner reboot, the sftp connection was successfully reestablished. After approximately two hours of troubleshooting, it modified the network configuration to allow the system to download imaging data, and the procedure was completed as intended. The patient remained under general anesthesia during the troubleshooting period, resulting in an additional delay of approximately two hours. Follow-up actions include reporting the incident to national health authorities and the imaging system manufacturer, and evaluating potential fallback solutions to avoid network-related disruptions in the future. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m016445c001, version: 3.4, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.